Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during implantation of the vascular graft, the graft allegedly leaked at the suture site. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. Visual inspection: the sample was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation was inconclusive for the reported leak at the suture site. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instruction for use (IFU) states: precautions: when suturing, avoid excessive tension on the suture line, inappropriate suture spacing and bites, and gaps between the graft and host vessel. Failure to follow correct suturing techniques may result in suture hole elongation, suture pull-out, anastomotic bleeding and/or disruption. Adverse reactions: potential complications which may occur with any surgical procedure involving a vascular prosthesis include, but are not limited to: disruption or tearing of the suture line, graft, and/or host vessel; suture hole bleeding. Suturing: size the graft appropriately to minimize excessive tension at the suture line. Use a tapered, noncutting needle with a nonabsorbable monofilament suture approximately the same size as the needle. Take 2mm suture bites in the graft following the curve of the needle and gently pull the suture at a 90° angle. Proper sizing of the graft length prior to implant will minimize suture hole elongation caused by excessive tension. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during implantation of the vascular graft, the graft allegedly leaked at the suture site. There was no reported patient injury.